Event description:
A distributor reported an issue with estimating the cartridge fill. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.